Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drop in voltage. The basal delivery was interrupted due an occlusion alarm and a manual suspend for two hours. This lead to the total daily doses appearing below target basal. The battery compartment was undamaged. The battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The pump reflected 24 units after a 24 hour basal program with a 1 unit per hour duration test. The product delivered within specifications. The pump passed a delivery accuracy testing. The ez-prime steps were performed correctly and all currents read within specifications. The short battery life complaint was unable to be duplicated during investigation. The pump cover was removed to find no further moisture or intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 360mg/dl, with moderate ketones, associated with an alleged battery life issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump battery only lasted two days. This issue occurred with three separate batteries out of at least 2 separate packs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.